Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic abdominoperineal resection procedure the arm cart assembly (aca) became blocked while an instrument was attached and the aca did not move and the ligasure was not responding. Two different new ligasures were attached but the issue persisted. A scissor instrument was then attached but the aca remained unresponsive. The aca was disconnected from the lower connection and reconnected and the system detected the aca after reconnection. Approximately four calibration attempts were performed but none completed successfully, so the aca was removed and replaced with a fifth arm available on site. The procedure continued using the backup aca with a delay of thirty minutes. There was no patient injury.